Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
According to the information received, customer got a sensor deviation error code and stopped working. Caused patient to be under anesthesia 90 minutes longer.